Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-11383. It was reported the pt felt heating in the ipg area which was constant. The pt had not turned the stimulation off. The pt reported she charged for about an hr at a time, but did not feel any additional heating than she does while the stimulation was turned on. A replacement charger was sent to the pt since the electric cord was hard to connect. In addition, the pt was provided with education and advised regarding charging recommendations.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA) investigation performed. Result: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temp to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.